Manufacturer narrative:
Combination product: yes. 15-may-2024 additional information: the affected device was withdrawn and reinserted by use of a 6f guidezilla ii extension catheter. However, the lesion still could not be crossed. During device withdrawal, the stent was damaged, i.e. The stent moved from the balloon. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The affected device was returned with the stent being located on the device shaft about 238 mm proximal to the proximal radiopaque marker. The stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation but contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the intervention, i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU. It should also be noted that the IFU advises the user to not re-insert the device as the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The affected device was returned with the stent being located on the device shaft about 238 mm proximal to the proximal radiopaque marker. The stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation but contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the intervention, i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU. It should also be noted that the IFU advises the user to not re-insert the device as the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 70-80 percent) in the mildly tortuous distal rca to pda. Despite pre-dilatation, the lesion could not be crossed with the device. The device was removed. The stent moved a little from the balloon and the stent was damaged while pulling it out. Device was not used, and it was decided to proceed with poba and patient was discharged home.

Manufacturer narrative:
Combination product: yes.